Event description:
During bypass, blood started to leak from the bottom of the oxygenator. The pt was off bypass for approx six minutes during unit change-out, with blood loss noted for the pt. Pt later expired.